Event description:
Used a mantis clip during a poem, the clip did not deploy after multiple attempts. The clip was attached to tissue, unable to remove from tissue or deploy. Had to remove the clip while still attached to tissue. Lot: 33141045.